Event description:
Information of litigation via legal reports: attorney states catheter "broken or tore in two." Distal portion remains in patient. Attorney indicates hospital sent catheter portion to medtronic for testing. No follow-up will be performed due to legal status.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report.